Manufacturer narrative:
The handpiece was received at the MFR for service and eval. A condition of the device overheating was found when the drill exceeded the maximum allowed temperature on the spindle housing. Based on the investigation details, the likely cause was problems with the rotor and bearings. Service will repair and return the device to the customer.

Event description:
It was reported that the handpiece gave an over-temperature warning on the console during a wisdom tooth extraction. The procedure was completed successfully with the same device. There were no adverse consequences reported as a result of this event.